Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician was using a capio and capio suture. The bullet end of the capio became detached from the suture and now remains inside the patient. No xray was done but the physican reported that she could feel the bullet but did not want to cause more problems by digging deeper into the patient to retrieve it.